Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the implantation of a trabecular microstent, post-surgery, expressed concern that the inlet area of the microstent appeared to have come out in the patient, as the initial postoperative images suggested a significant change in the positioning of the device. Additional information was received stating the stent was placed with more than 70 percent of the transition zone covered by the trabecular meshwork, but the post-operative photos showed that only about 20 percent was covered by the trabecular meshwork which it was unclear whether it has come out or if the trabecular meshwork has torn. There was no impact on the affected eye.